Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). Beginning on (B)(6) 2016, ventricular sensing integrity counts increased to 343; recorded episodes of non-sustained ventricular tachycardia showed evidence of lead noise oversensing. Analysis also indicated the right ventricular (rv) lead integrity alert (lia). The lia triggered on (B)(6) 2016 for a sic greater than 30 in three days and rv lead impedance variation in the last 60 days; the lia triggered again on (B)(6) 2016 for a sic greater than 30 in three days and recorded episodes of non-sustained tachycardia. Finally, analysis indicated the impedance on the rv pacing lead was beyond the expected upper range. On the week of (B)(6) 2016, rv pacing impedance rose to 1254 ohms from a trend in the 532-646 ohm range. Concomitant medical products: d224drg, ICD, implanted (B)(6) 2009.

Event description:
It was reported that the right ventricular lead exhibited confirmed fracture, demonstrated by high pacing impedance and a high number of sensed short v-v intervals. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.